Event description:
It was reported that the insulin pump had battery issues. Also, the screen of the device flickers and goes blank. There was a bad battery alert and it took the insulin pump a while to reboot. The customer's blood glucose was 249 mg/dl. While on the phone, troubleshooting for blank display was performed. The customer was advised to replace the battery and insert a new battery after which the display returned. The customer stated that the battery cap was worn out but the insulin pump was fine. The customer stated that sometimes the device dangled from the cord and may have hit the wall. They also stated that they wet the bed, so the insulin pump might have been exposed to moisture. The last incident was a week prior to the report. A replacement battery cap was sent to the customer. The alarm history showed low battery alarms that occurred daily for two to four days until off no power, and then the battery was changed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.